Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the controller boards on the drawers were holding the entire bus down. A field service engineer replaced the controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to connect to the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.